Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, a monopolar curved scissors instrument would not deliver power. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: arcing was not observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was found to have a broken conductor wire at proximal end, near the internal wire to main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips.